Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown) the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device passed functional testing without duplicating the report. Log review found no discrepancies. On 4/23/25, the device showed a battery calibration required message, and a charge attempt failed due to low battery voltage. The battery may not have issued a low battery advisory because of the calibration required message. The battery used was not returned for evaluation, but battery management was discussed with the customer as part of the investigation. The device was determined to be functioning as expected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.